Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The log file captured no external power alarm event was captured on june 15 at 10:33 pm and 11:46 pm, which was related to a loss of power from the mobile power unit. Power was restored shortly after, and the alarm cleared for each event. The backup battery in use count increase from 40 to 42 consistent with both events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged patient cable and connector were confirmed with the reference photos of mobile power unit (serial # (B)(6)). The submitted reference photos captured the separation of the sleeve around the connector and a section on the patient cable subassembly has deformity. The separation of the sleeve around the connector appears to be related to the loss of adhesion from the glue. A root cause of the deformed section on the patient cable subassembly could not be determined with the provided reference photos. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) shipping information was unable to be located. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself¿. Under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.